Event description:
This supplemental report is being filed as device code for twiddler's was removed and product analysis was received. Boston scientific received information that the patient's pacemaker pocket was infected. It was also noted that the patient had urinary tract infection (uti) and had scratched and picked at the incision site which could have contributed to the infection. The pacemaker was explanted due to infection with sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the patient's pacemaker pocket was infected. It was also noted that the patient had urinary tract infection (uti) and had scratched and picked at the incision site which could have contributed to the infection. The pacemaker was explanted due to infection with sepsis. No additional adverse patient effects were reported.